Event description:
It was reported that five weeks post filter implant, a CT performed showed the filter had migrated cephalad approx 45-50mm from the original placement. The present position is approx 20mm "north" of the renal vein. The filter is tilted and the apex of the filter is now located up against the wall of the inferior vena cava. Reportedly, the pt presented with hypotension. Shortness of breath and a presumed pulmonary embolism. The physician attempted filter removal; however, was unable due to significant clot present within the filter. The physician successfully placed an additional filter from a jugular approach without incident.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted: therefore, not available for evaluation. However, two sets of images were received, the first set of images, dated 2009, are venacavagrams. Some images showed the cava with contrast, prior to filter deployment. Two relevant images are the g2x filter placed in the cava. However, there was no contrast on these images. It appears that the tip of the filter is located at the top of l3. The second set of images are CT images dated five days before. It appears that the filter tip is now at mid t12. The filter appears to be tilted and it appears to be against the cava wall. The exact degree of tilt could not be determined from the images received. There were no images provided of the attempted filter retrieval. Based on the images received, the complaint is confirmed for cephalad migration and filter tilt. The alleged clot in the filter could not be seen in the images provided. Definitive root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.